Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
Customer reports that the catheter broke off in the patient's bladder. During a follow up phone conversation with the patient on (B)(6) 2019, the patient stated that he removed a complete urinary catheter from the package and put lubricant on the catheter then inserted the catheter. The patient stated that he has been using urinary catheters for 12 years but this particular catheter was difficult to insert and took more force due to resistance. After insertion, he moved the catheter a bit and the catheter came out. The patient noticed roughly 1" of the catheter tip was missing. The patient stated it looked like a clean break. A cystoscopy was done but the catheter tip was not seen. The patient stated his doctor mentioned it could take 4-6 weeks for a foreign body to appear on a cystoscopy. A follow up cystoscopy is scheduled for (B)(6) 2019.

Manufacturer narrative:
The device history record (DHR) was reviewed indicating that the product was released meeting all quality standard requirements. A sample was received for evaluation. After performing a visual inspection per product specification, the reported condition was confirmed; the catheter tip was broken. The potential root cause of the reported condition could not be determined. The manufacturing site performed a gemba walk to observe the actual work process by a multifunctional team. The team concluded that the condition of the product could not have occurred at the manufacturing facility. No corrective actions are deemed necessary at this time. The process is running according to product specifications meeting quality acceptance criteria and will continue to be monitored for any adverse trends that require immediate attention.